Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: there was a misaligned force sensor circuit component on the printed circuit board.

Manufacturer narrative:
(B)(6). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Submitted: (B)(4) /2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed multiple occlusion alarms with high force. On investigation, the pump was not able to successfully perform the rewind, load and prime function and a 24 hour exercise on a 1 unit per hour basal rate program could not be completed. The force sensor reading was noted to be out of specification. The pump was opened for inspection and revealed a misaligned force sensor component on the printed circuit board.